Manufacturer narrative:
This value is the average age of the patients in the ¿elderly¿ group in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients in the ¿elderly¿ group as specific patients could not be identified. . Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Other applicable components are: product ID: 7428, lot# unknown, product type: implantable neurostimulator. Product ID: neu_unknown_ext, lot# unknown, product type: extension. Product ID: 3389, lot# unknown, product type: lead.

Event description:
Chiou, s.m. Benefits of subthalamic stimulation for elderly parkinsonian patients aged 70 years or older. Clinical neurology and neurosurgery 2016. 149:81-86. Doi: 10.1016/j.clineuro.2016.07.028. Summary: deep brain stimulation (dbs) of the subthalamic nucleus (stn) is an accepted treatment for advanced parkinson disease (pd). However, there is general reluctance in considering this therapy for pd patients over age 70 years with limited supporting evidence. Present study investigates age impacts in stn-dbs outcomes, focusing particularly on the elderly patients. Reported events for "elderly" patients (n=16, 11 m ¿ 5 f, avg age=73.1) I. One patient in the ¿elderly¿ cohort who received bilateral subthalamic nucleus deep brain stimulation (stn-dbs) for parkinson's disease (pd) experienced a seizure postoperatively. Ii. One patient in the ¿elderly¿ cohort who received bilateral stn-dbs for pd experienced acute psychosis for 3-4 days after lead implantation. Iii. Two patients in the ¿elderly¿ cohort who received bilateral stn-dbs for pd experienced scalp erosion at the ¿wireloop¿ connection site between the extension and lead that was repaired using a free musculocutaneous flap. In spite of this these patients¿ systems were removed within 1 year because of uncontrollable infection. IV. One patient in the ¿elderly¿ cohort receiving bilateral stn-dbs pd had a lead that was misplaced and reimplanted during the implantable neurostimulator (ins) implant procedure. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.